Manufacturer narrative:
Facility: (B)(6). Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua200164 with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two hours into patient treatment, an external fluid leak was observed at the effluent bag of an oxiris. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. The visual inspection of the provided picture showed an external fluid leakage from the drain bag sealing near its stopcock. The reported condition was verified. The cause was supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/23/2021.